Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump does not always get low battery alert before battery dies. Customer¿s blood glucose was unknown. Customer stated that insulin pump had unexpected restart, batteries sometimes only last doe two days, insulin pump had unexplained no delivery alerts and insulin shoots while priming instead of dripping. Insulin pump will not be returned for analysis.